Event description:
Nellcor puritan bennett received a report from a customer that during service of a dropped n-395 unit the tech severed the speaker wire causing there to be no audio. The audio was functional prior to the breakage.

Manufacturer narrative:
The customer has scrapped the speaker. No product was returned for investigation.